Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose (bg) was elevated and customer stated bg might be over 500 mg/dl. However, the exact value was not provided. Bg was addressed with a manual injection. Reportedly, the customer reverted to manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.